Event description:
Health care professional reported that while attempting to remove the pt from pump, hemodynamic pattern suggested obstruction. The site was reopened and the disc was observed to be partially blocked. The valve was replaced and returned for analysis.